Event description:
Healthcare professional reported through regulatory agency an "Intracapsular rupture", "Color change discovered during surgery" and "Periprosthetic capsule Stage 3: the breast is hard and deformed, but no pain". This record is for the left side. The device was explanted.

Manufacturer narrative:
E1. Phone Number continued: (b)(6).A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture, product discolored, capsular contracture Baker grade III.